Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with piptaz (4.5 g; frequency, route, and duration not reported), vancomycin (1 g; frequency, route, and duration not reported not reported) and fortum (1 g; frequency, route, and duration not reported) for peritonitis. At the time of this report, treatment with piptaz was ongoing. The patient&#38112;recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.